Event description:
Defective mesh; the mesh started shredding before placing in patient. New mesh was obtained (same lot number), no problem. Packaging and mesh retained by hospital. Procedural note states: we used a sonicbeat to reduce the hernia contents and clear the abdominal wall for placement of mesh. The defect was noted to be about 5 mm in size. We then selected a 12 cm symbotex circle mesh to repair the defect. A central stitch was placed in the mesh. The mesh was moistened, rolled, and inserted through the 11 mm port. It was then deployed. We pulled the centering stitch up right at the site of the hernia repair. We then attached the mesh to the abdominal wall using absorbatacks. We noted some holes from some of the tack placements and then removed the entire mesh and replaced it with another.